Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. There was no clear cause however reportedly the patient experienced fever and hemodynamic instability and loss of flow on both heartmate 3 and impella right ventricular support. The death was not considered to be device related. The device was operating fine until the end when withdrawal of care. Flows were dropping in spite of an attempt to increase speed. The device would not return. Log file review showed that on (B)(6) 2025 at 12:28:22 the flow was at 2.4 liter per minute (lpm), with low flow alarms. On (B)(6) 2025 at 12:46:10 the flow was at 2.5 lpm, with no alarms. At 20:55:50 the flow was at 3.8 lpm, the pump was functioning as intended. On (B)(6) 2025 at 8:33:36 the flow dropped to 2.4 lpm, with low flow alarms. The pump was running at set speed. From this time forward, the flow continued on a downward trend. On (B)(6) 2025 at 10:32:00 the flow dropped to .7 lpm with low flow alarms. On (B)(6) 2025 at 10:33:12, the driveline was disconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. Additionally, direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from 09mar2025 through 19mar2025. Low flow hazard alarms were captured on 09mar2025 through 10mar2025. On 10mar2025, a sustained low flow hazard was captured. Approximately an hour later, an intentional pump stop was captured on 10mar2025 and then the driveline was then disconnected, which is consistent with the reported withdrawal of care. No other notable events or alarms were captured. The device was not explanted for evaluation. The heartmate 3 lvas IFU, revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.